Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was wearing the pump as always, but suddenly the pump displayed a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit passed the self test. During visual inspection, no moisture damage on keypad assembly and no cracks on u1 traces. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. All keypad connectors were plugged in properly and no cracks on keypad gold flex traces were noted. During deconstructive analysis, it was determined that the ingress of water led to the corrosion of the electronic assembly. Corroded j1 component on pcba1 and jp1 gold flex connector. Unit was also received with cracked belt clip rails, scratched case and cracked keypad overlay at select button. In conclusion, the customer allegation for keypad/button unresponsive/button error was not confirmed. All keypad buttons were responsive and working properly. No moisture damage was noted on keypad overlay assembly or cracks on u1 traces. However, corroded j1 component on pcba1 and jp1 gold flex connector was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.